Event description:
It was reported by sales rep that during a shoulder scope on (B)(6) 2022, it was observed that the expressew iii sutuer passer w/o hook was not passing the dynatape and surgeon said the expressew did not seem smooth like normal. During in -house engineering evaluation, it was determined that the device revealed wear marks on the entire device, upper side of the expressew with wear use (hit inside needle load), jaws misaligned and one of the sides of the upper jaw was bent and had missing components (ratchet latch, pin ratchet latch). Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed wear marks on the entire device, upper side of the expressew with wear use (hit inside needle load), jaws misaligned and one of the sides of the upper jaw was bent. Finally, there are missing components (ratchet latch, pin ratchet latch). The functional test cannot be performed due to the incomplete device; therefore, the mechanism was not functional. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection and the functional test result, this complaint can be confirmed. The manufactured date of this device is 2020 and hence indicates this device is 2 years old. It is a reusable device; this condition has possibly occurred after using it for many procedures. The possible root cause for the condition of the device could be related to heavily use and procedural variables, such handling of the device or product interaction during procedure. However, it cannot be conclusively affirmed. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.